Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone all that the insulin pump had an error alarm. Customer's blood glucose reading was noted to be 107 mg/dl at the time of the incident. Customer was advised to discontinue the use of the insulin pump and it is being returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. No alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.